Manufacturer narrative:
Correction: redacting report #6000144-2011-01052. On secondary review there is not allegation on the device with the serial number (B)(4). The lead (B)(4) is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased. Caller sent in s2d; she was wondering what the ??? Were all about. Tim brown reviewed the s2d and found that it was invalid data presenting from a difference calculation. Device tracks differences in data counters from the last session time to present the event count since last session. The actual counters are ok and it is suspected that the anomaly occurred due to an interruption. The next time it should work ok. (B)(6) 2011: an allegation from an attorney indicated the patient is deceased.